Manufacturer narrative:
The lot number was unknown. Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that a piece of the cutter device was stuck inside the attachment device; and that the attachment device could not accept the cutter device. The device was taken apart and it was obvious that medical debris, soap residue in the burr lock assembly caused the failure. The root cause of this failure was medical debris buildup which was clearly observed and was a typical result of insufficient cleaning which is user error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that a piece of cutter device was stuck inside the attachment device; and that the attachment device could not accept the cutter device. It was noted in the service order from italy that the attachment device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.